Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the customer received an error message with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure and required treatment of juice, sugar, and/or food administered by third-party (non-healthcare professional). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed.  Sensor plug was not returned. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. If the sensor plug is returned, a physical investigation will be performed and a follow-up report submitted.  All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the customer received an error message with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure and required treatment of juice, sugar, and/or food administered by third-party (non-healthcare professional). There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported the customer received an error message with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure and required treatment of juice, sugar, and/or food administered by third-party (non-healthcare professional). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not returned and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is closed to no product returned. If the sensor plug is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 ( additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made.